Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported from the clinician that a remote transmission indicated a lead warning related to low impedance. It was further reported that the impedance on the transmission was 192 ohms and there were no r waves sensed. The lead remains in use. No patient complications have been reported as a result of this event.